Event description:
High readings on her one touch ultra meter. Approx one month ago (may, 20060 at 7:00pm the pt experienced symptoms of feeling shaky and sweaty. She tested her blood glucose and received a 501 mg/dl. She took 8u of insulin and sent to the hosp where her blood glucose was around 200 mg/dl and was admitted for two days. The time difference between the two readings is unk. One's glucose is expected to go down after taking insulin. The pt also compared her meter reading on an unspecified date to another meter. The lfs meter read 501 mg/dl and the other device read 81 mg/dl (no info on whose meter the pt obtained the 81 mg/dl). She also mentioned that another time she took a sugar pill due to a low reading she received on the meter (no info on what her reading was on the lfs meter) and started to experience symptoms (pt did not specify). She tested again and the meter displayed a high reading and she went to the hosp where she was treated with insulin (no info on what the reading was in the hosp). The technique of applying blood on the test strip was correct. Qc test passed the control solution. A customer care advocate (cca) sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regiman, readings prior to the incident, what were the readings on her meter and the hosp's meter when she was treated for hyperglycemia. The complaint is being reported because the pt took a sugar pill due to a low reading, experienced symptoms after taking the sugar pill and was treated wtih insulin by a med professional.